Event description:
The representative contacted the clinic in an attempt to obtain additional information. The clinic noted that they have discussed the situation with the physician, however no further action has currently been taken. No adverse patient effects were reported.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited an increasing impedance measurement that eventually reached greater than 2000 ohms. Loss of atrial capture and difficulty obtaining a sensing measurement were also noted. There was concern over a fracture. Boston scientific technical services (ts) was consulted and suggested further testing. The clinician will discuss the situation with the physician. An email was sent to the field representative in an attempt to obtain additional information from the clinic. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that the right atrial (ra) lead continued to exhibit high pacing impedance measurements and high threshold measurements. Thus the physician elected to implant a new lead at the time of the pulse generator replacement procedure. During the replacement procedure the ra lead was tested on a pacing system analyzer (psa) and yielded high out of range impedance measurements and loss of capture. Thus the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.